Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. It was tested with a known good lead. The lead proximal ends were connected to the ins, while the lead distal end was submerged in a 0.9% saline solution. Using a clinician programmer, normal impedances were measured on all circuits and electrode pair combinations.

Event description:
It was reported that high impedances of ¿>10000¿ ohms were measured with the patient¿s system. The impedance issue reportedly ¿occurred when the whole system was connected and implanted.¿ during the explant of the system it was noted ¿the impedance of each contact of the lead was from 300 ohms to 685 ohms.¿ it was noted ¿the cause of the high impedance was in the implantable neurostimulator (ins).¿ the patient¿s ins was explanted as a result of the event and the issue was reportedly resolved. It was noted however the patient was ¿waiting for the new ins implantation¿ at the time of report. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: 37081, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3877, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).